Manufacturer narrative:
He heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 5 months, 11 days . The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that manufacturer's technical services reviewed the log file and observed "no external power" event on (B)(6)2018. It is possibly due to the mobile power unit (mpu) power cord coming loose from the back of mpu or wall outlet. There was no interruption in pump support during this event. There were no other unusual events observed within the log file. Additional information was requested but not yet provided.

Manufacturer narrative:
The mpu was not returned for evaluation. The reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The controller event log file revealed low battery hazard/no external power alarms while the system was powered by an mpu. Low battery hazard alarms while the system was supported with an mpu were also recorded. The associated voltage levels during these events indicated that power to the mpu was lost. Mpu power was restored following the events and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the events. No other atypical alarms were captured in the remaining events. Review of the device history records revealed that (B)(4) was manufactured with the v-lock ac connector. Multiple attempts for additional information were sent to the customer; however, none was provided. The relevant sections of the device history records (documents (B)(4) and (B)(4)) were reviewed and revealed that the mpu was manufactured in accordance with manufacturing and quality assurance specifications. (B)(4) was shipped to the customer on 12jan2018 via s189472. Review of the device history records noted that the mpu was manufactured with the v-lock ac connector (part number: 10001077 (rev. A), lot #20172909). No further information was provided. The manufacturer is closing the file on the event.